Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed cystoid macular edema after having a vitrectomy due to a retinal detachment on (B)(6) 2014. No other information available. Additional information has been requested, but no additional information has been received.